Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID and weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown. Reporter's first name not provided/unknown. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Device not returned.

Event description:
It was reported that an unknown abutment screw fractured. The implant remains in the patient's mouth.